Manufacturer narrative:
Title: when is mesh fixation in tapp-repair of primary inguinal hernia repair necessary? The register-based analysis of 11,230 cases source: surg endosc (2016) 30:4363¿4371 published online: 17 february 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, performed on september 01, 2009, to january 31, 2014, 11,228 male patients were operated on with the transabdominal preperitoneal (tapp) repair technique for a primary unilateral inguinal hernia. Among them, 192 patients were treated with the reported mesh¿six with a mesh fixation and 186 without mesh fixation. Post-operative complications reported after tapp repair with meshes include seroma and recurrence.